Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a nurse noted the IV bag was dripping fluid during IV setup and while connected to a patient. There was no patient harm.

Manufacturer narrative:
Correction initial reporter address. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of dripping fluid during IV setup while connected to a patient was confirmed. No anomalies were observed during initial visual inspection. Functional testing was performed on the primary set by filling up the a lab IV bag with blue dye and attaching the returned used disposable set and allowing fluid to flow through the set via gravity. A fluid leak was observed between the upper fitment and tubing section between the check valve and upper fitment. The set was then pressure tested while submerged underwater at 30 psi of air. Air was observed escaping between the upper fitment and the tubing section. The root cause of fluid dripping during IV setup while connected to a patient was found to be an insufficient amount of solvent between the upper fitment and tubing.